Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection, the complaint was confirmed. The hub had detached from the catheter body tubing because there was no adhesive applied. The root cause of the failure is attributed to a mfg process error which is an unusual and isolated event. Eval method: device history record was reviewed, complaint database was reviewed.

Event description:
The customer reported that during an angiogram procedure, the proximal hub disconnected from the catheter while injecting contrast. Contrast was sprayed on the pt and the doctor. Injector settings: 20 ml/sec for a total of 20 ml at 900 psi. No harm or injury was reported.